Event description:
It was reported that prior to starting a da vinci si surgical procedure the system would not recognize a prograsp forceps instrument. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was checked for recognition on a si system. The system successfully recognized the instrument on multiple attempts. The pogo pins did not stick and were not contaminated. Failure analysis was unable to replicate recognition issue. Additional observations not reported was the grip cable was derailed at the instrument's wrist. The grips could not fully open and close. Movement and functionality was limited. Further observation not reported was insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off with deep scratches at several areas. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; insulation damage,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.